Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in (bone type iii) site area #23. Primary stability was achieved. Osseointegration was not achieved. The implant was removed on (B)(6) 2013 due to mobility. Med. History: blood coagulation disorder.